Event description:
During surgical procedure it was noted that a laparoscopic l hook had an area, about 4" from the active end of insulation that had melted and burned. The electrode was removed from field. The intraabdominal cavity was inspected for obvious injury, none was found at that time. On the port side of the upper abdomen, there was a 1st degree burn approximately 2 1/1 x 2 1/2". Reusable hesulaptrocars used.